Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was unable to sync and everytime they go to decrease stimulation, the programmer would shut off. The programmer was not working and got wet. They mentioned that they lost everything in hurricane irma. They noticed the programmer issue on (B)(6) 2018 when they went to have an EKG and surgery done. They noted that they had to use a magnet to turn the interstim implant off. No further complications were reported or anticipated.